Event description:
It was reported that during the implant attempt, the physician was unable to deliver the lead through the introducer and the lead kinked. It was also noted that they were unable to remove the stylet from the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was stretched and the stylet was heavily kinked/damaged. A test stylet and introducer were used to test lead resistance; there was slight resistance regarding the lead/introducer where the lead had been stretched at 42 and 44 centimeters. The analyst commented that the lead damage occurred during the implant attempt. (B)(4).